Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was a significant stenosis located in the mildly calcified circumflex artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter. A synergy drug-eluting stent was then deployed for treatment. Following stent deployment, significant resistance was felt when tried to remove the stent delivery system (sds) from the patient's body. Finally, the sds was removed in the usual way by grasping the hypotube but the physician simply felt the need to exert more force than usual to move the sds after stent deployment. No patient complications were reported.